Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, pain, mobility. Immediate load. The implant was noted to be loose when crown was removed. (B)(6) are the same patient.